Event description:
On 18/dec/2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in disconnecting the patient. The patient needed to go to the hospital due to a medical emergency. The patient was having a stroke. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient experienced a stroke and was admitted to the hospital. The type of stroke is unknown. The status of the patient is unknown. The patient was initiated on pd with the liberty select cycler on (B)(6) 2023. The patient reported that treatments were going well as of (B)(6) 2023. The pdrn stated the stroke is not related to use of the liberty select cycler, any fresenius products, or the dialysis treatment. The patient has a history of severe hypertension. The patient remains hospitalized. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were no discrepancies. The cause of the reported event could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed

Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in disconnecting the patient. The patient needed to go to the hospital due to a medical emergency. The patient was having a stroke. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient experienced a stroke and was admitted to the hospital. The type of stroke is unknown. The status of the patient is unknown. The patient was initiated on pd with the liberty select cycler on (B)(6) 2023. The patient reported that treatments were going well as of (B)(6) 2023. The pdrn stated the stroke is not related to use of the liberty select cycler, any fresenius products, or the dialysis treatment. The patient has a history of severe hypertension. The patient remains hospitalized. No further information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of stroke with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the use of the cycler and the patient¿s adverse event. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was documented to have a history of severe hypertension. Hypertension is a risk factor for stroke and has a significant impact on the outcomes such as discharge to rehabilitation, in-hospital mortality with the worst prognosis when compared to the general population. End stage renal disease patients are at 3-10 times greater risk of having a stroke compared with the general population. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s stroke.

Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in disconnecting the patient. The patient needed to go to the hospital due to a medical emergency. The patient was having a stroke. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient experienced a stroke and was admitted to the hospital. The type of stroke is unknown. The status of the patient is unknown. The patient was initiated on pd with the liberty select cycler on (B)(6) 2023. The patient reported that treatments were going well as of (B)(6) 2023. The pdrn stated the stroke is not related to use of the liberty select cycler, any fresenius products, or the dialysis treatment. The patient has a history of severe hypertension. The patient remains hospitalized. No further information was available.